Event description:
It was reported that during interrogation a patient's implantable cardiac monitor (icm) was exhibiting episodes of asystole that were potentially non-physiologic and could have been due to electrode non-contact events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).